Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the device had keypad issues. There was no patient involvement.

Manufacturer narrative:
The reported issue that the device had keypad ¿issues¿ was not confirmed as no samples were physically received. The customer provided (2) photos of the reported pcu keypad cable (part # tc10008580) having a crease along the cable at its connection with the cable connector. Inspection, laboratory testing, and log review could not be performed because neither the device nor pcu keypad assembly was returned for investigation.

Event description:
It was reported that the device had keypad issues. There was no patient involvement.